Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was loaded in the capsule of the delivery catheter system (dcs). The capsule was fully closed. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The capsule reinforcement frame was separated, the detachment site was uneven. The device was received in the analysis lab with the handle components detached from the dcs. One tab was detached from the male deployment knob component. The end cap/screw gear snap fit was connected. Conclusion: images submitted from the hospital for review and gross visual analysis of the returned delivery catheter system (dcs) confirmed the reported capsule separation. Voids observed on the capsule indicate delamination between the capsule outer polymer and the nitinol frame, which typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve is loaded incorrectly. No fluoroscopic images of the loading were submitted for review, therefore it cannot be determined if the valve was correctly loaded onto the dcs. Analysis of the subject dcs observed that the deployment knob (actuator) components were detached from the dcs. One of the deployment knob tabs was observed to be broken. The description of the event does not indicate that the actuator separation occurred during the reported event, and images submitted show the actuator components attached to the dcs. Therefore, based on the limited information available, it cannot be determined when the actuator component separated; the actuator may have separated during the event and was then reassembled, or the separation may have occurred during transport of the dcs for analysis. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic will continue to monitor the field for similar events. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve could not be deployed due to a separation of the capsule. No adverse patient effects were reported.